Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 596 mg/dl at the time of the incident. The customer was given intravenous insulin to treat. The customer experienced symptoms such as nausea, vomiting, difficulty breathing, and chest pains. The customer was wearing the insulin pump during the incident. The customer reported the reservoir was leaking into the reservoir compartment. The customer alleged pump under delivery. Troubleshooting was not completed as the customer declined. The reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir no air bubbles and does not leak. (B)(4).